Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a temporary absence of glucose readings on the ilet bionic pancreas due to signal loss from a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet, which resolved before troubleshooting could begin; education was provided about signal loss and no alerts or alarms were reported. No adverse clinical symptoms reported. Outcomes included no impact on blood glucose, no medical intervention, and no hospitalization. User support included user education and confirmation that readings resumed. Investigation of this case revealed a transient communication interruption between the cgm and the ilet with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was intermittent cgm-to-pump connectivity disruption.